Manufacturer narrative:
Correction: additional information was received and reported that there was no product issue. The patient had a capsule loss after iol was prepared and required a 3 piece sulcus iol. There was no patient contact and no patient injury. The iol was discarded. Therefore, this file is no longer considered reportable. No further information will be provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a loading issue or was explanted from the patient's operative eye. No other information was provided.